Event description:
It was reported that the user¿s ilet appeared disconnected from the mobile app, necessitating multiple phone restarts and bluetooth troubleshooting, including forgetting and re-pairing the ilet, after which pairing was successful; the user also accidentally announced two dinners and later reported a blood glucose of 190 mg/dl while remaining on the pump. Symptoms included no reported hypoglycemic or hyperglycemic symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization; the user was advised to monitor glucose for 1¿2 hours and keep fast-acting carbohydrates available. Investigation included customer support guidance for bluetooth reconnection and device re-pairing education. Investigation of this case revealed that the issue was resolved through re-pairing, consistent with a connectivity pairing problem between the app and the ilet without device component failure and with an accidental meal entry contributing to the elevated reading. It was concluded, based on previously established findings for similar reports, that user-device bluetooth pairing interruption and user input error were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.